Manufacturer narrative:
Additional information: the device did pass through a previously deployed stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. A kink was evident to the hypo-tube. The stent was not present on the balloon and did not return for analysis. Balloon folds were expanded on receipt of the device; crimp impressions were not visible on the exposed balloon surface. Blood was visible in the balloon. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting the balloon working length over the distal marker band. The balloon failed to maintain pressure. Upon visual inspection of the device, a short longitudinal tear with distal lead-in scratching was observed on the balloon material at the leak site. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an onyx frontier coronary drug eluting stent, the balloon ruptured during inflation when nominal pressure was applied. The balloon burst occurred during the initial stent expansion. The ruptured part of the balloon does not remain in the patients body. The lesion being treated was in the left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: it was later clarified that there was no detachment of the balloon, a balloon burst occurred only. The lesion being treated was non-calcified, non-tortuous, with 90% stenosis in the left anterior descending artery (lad), cass#6. Resistance was not noted while advancing the device to the lesion. The device was not moved or repositioned in the lesion while inflated. The procedure was completed. Due to the balloon burst the onyx frontier stent was not fully dilated and needed to be post-dilated with a 3.0x9mm non-medtronic balloon. The stent was adequately expanded and placed without issues with the non-medtronic balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.